Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a casing does not function when in use with device. Device does not generate enough power to function. This complaint involves one device. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The service technician documented the probable root cause as normal wear. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service history review of the device has been performed .the review indicates that the device has not been serviced during the past six months. There is no information relevant to the current complaint issue. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The investigation is based on the service & repair record received. The device failure reported by the customer could be confirmed. The service history review shows no previous service conditions relevant to the current complaint issue. The service technician noted the following action taken; repair. The device has been serviced and functional testing has been performed in accordance with the service & repair procedure. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.